Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported as respiratory and circulatory problems (not further information provided). It was not reported if an autopsy was performed. On an unknown date the patient was hospitalized for an unspecified indication. The patient was in the intensive cardiology care unit prior to death. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.